Event description:
P1008 - clinical outcome - issue: on (B)(6) 2022, dr. (B)(6) (B)(4) reported to (B)(6) via email stating "my patient needed a toriciol, so I used lensar for the cap, 3-plane chop, and intelliaxis. The cap came off easily, and the intelliaxis nubs appeared normal. I did notice that the chop extended pretty deep so the pie pieces separated virtually to the capsule. After removing the 6 pieces of nucleus, I saw a clear lineposteriorly in cortex. I injected viscoat but couldn't tell whether the posterior capsule had ruptured. I proceeded to I/a the cortex and saw ananterior capsule rent emanating from the intelliaxis nub. I then realized that the rent had extended posteriorly. Needless to say, this was not much fun since the rent occurred with an eye full of cortex. But, using the vitrector I removed the cortex but had to bail on the toric lens since the lens needed sulcus fixation."

Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (B)(6) reviewed the open call for (B)(4): case (B)(6) - centration is good with minimal suction. Minor to major movement is noted throughout treatment. Cas (B)(6) spoke with surgeon and she believes that the laser was not the cause of the tear. The bag did not completely ruptured, so no vitreous leakage into the chamber. No surgical intervention needed. Root cause: patient movement contributed to possible double cuts to capsulotomy resulting in a weaken capsule area. Laser functioned as designed. Improve/innovate/control: stabilization of the patient's head to reduce movement.